Manufacturer narrative:
Follow up MDR for correction b tab updated , date of event 05/04/2024.

Event description:
No additional information.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter: mold on the nozzle of the syringe. Additional info updated on july 09,2024. Could you confirm the date of the event again? 05/07/2024. Could you share the photo samples related to this event? Img shared. Is the sample related to this incident available for analysis? Yes. How many units are available for collection? 1 unit. Is the sample contaminated? If so, what substance? No. Has there been any impact on patients' health? Details. No. Mold on the nozzle of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, black foreign matter is observed on the tip of syringe. Further evaluation was performed, foreign substance is mainly composed of dirt. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Regarding the customer's query that mentions ¿mold¿, the product packaging was sealed according to design, and our sterilization process penetrates both the packaging and the product. When both factors comply with specifications, they prevent biological damage from appearing. Based on the available information, possible root cause is associated with assembly and packaging process. Actions will be implemented which include, review machines guarding and material containers, new syringes pick & place model installation, and operational recycling of line clearance procedure.

Event description:
No additional information.